Event description:
Reporter indicated that vns pt was hospitalized for treatment of infection. It was reported that the infection was being treated with IV antibiotics and that there were no plans to explant. The pt is reportedly being monitored to check for epilepsy. Further follow-up revealed that the device was explanted. The pt did benefit from the vns therapy and was able to decrease some of the anti-epileptic medications. Investigation to date has been unable to determine why the pt developed an infection so long after vns implant.